Manufacturer narrative:
The product was returned for evaluation. The results of this investigation have confirmed that the current packaging configuration had originally successfully passed the acceptance criteria as part of the packaging validation and conforms to packaging requirements. Review of DHR, complaint history and risks were performed and no similar issues were noted. Root cause could be attributed to damage during transit. (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).

Event description:
It was reported that during a right total knee arthroplasty on (B)(6) 2015 an implant was opened with a damaged sterile box. Surgery went on without any delay since another product was available in hospital consignment. Attempts have been made and no further information has been provided.